Event description:
It was reported on (B)(6) 2026 that (B)(6) returned a silent night device for credit due to a broken upper right attachment. Additional information received reported that the event occurred on (B)(6) 2026. It is unknown if the event occurred while the 45-year-old, male patient was sleeping or when the patient stopped using the device. There was no injury or adverse outcome with the patient and no medical intervention was required.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #:(B)(4).